Manufacturer narrative:
Date of event: approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Investigation results: the returned lighttrail reusable 600um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured approximately 309.5 cm from the top of the connector to the exposed glass tip. The exposed glass tip measured 4 mm and appeared fractured. Examination under magnification confirmed the pattern on the tip was consistent with a fracture. The light from the sma connector was bright and clear. Functional testing with the laser console observed the "please connect fiber" message on the screen was replaced with "applicator has been used 0 times," indicating the console was able to recognize the device. No other issues with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that the fiber was able to connect and be recognized by the laser console. The laser console identified that the laser fiber had been not been used. Additionally, under magnification, the fiber tip was observed to be fractured. Based on all gathered information and the product analysis, the complaint investigation conclusion code selected is no problem detected, as the reported complaint of rfid connection issues was not confirmed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on july 28, 2020 that a lighttrail reusable 600um laser fiber was used in a holmium laser enucleation of the prostate (holep) procedure in the prostate performed on an unknown date. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, during the procedure, it was noted that the laser fiber was not recognized by the laser unit. The procedure was completed with another lighttrail reusable 600um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber tip detached.